Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found minor amount of beige dust or dirt contaminate and fiber contaminate on the outer panels, surface cracks, crevasses, in and around the air inlet area, in the air inlet canal, around the sd card slot area, around the modem area, and around the outlet port. The manufacturer completed an internal visual inspection. The manufacturer found evidence of minor amount of beige dust or dirt contamination, fiber contaminates, and potential mineral deposits on the blower box, near the air intake area, and blower box chimney. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with beige dust or dirt contamination, fiber contaminates, and potential mineral, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.